Event description:
While trying to apply the vistaseal¿ fibrin sealant (human), 4ml, the vistaseal came out between the applicator and the device itself. A second device was opened and used during the surgical procedure.

Event description:
While trying to apply the vistaseal¿ fibrin sealant (human), 4ml, the vistaseal came out between the applicator and the device itself. A second device was opened and used during the surgical procedure.